Event description:
Adverse event(s): "the surgery was delayed 15-20 minutes" (surgical procedure, delayed). Product problem(s): "multiple system messages displayed" (device displays error message). The nurse reported a system message displayed during set up. The system, was rebooted and the system message cleared. During surgery, multiple system messages displayed. The system was switched out and the case was completed as planned. The surgery was delayed 15-20 minutes. No patient injury was reported.

Manufacturer narrative:
The facility cancelled the request for service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unknown at this time. (B)(4)